Manufacturer narrative:
Investigation summary: no physical samples were received; the investigation was performed based on the photo provided. This is the 2nd related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. The reported issue was observed and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Corrective/preventative action (CAPA) has been initiated. Investigation conclusion: a complaint lot history check was performed and this is the 2nd related complaint for needle hub separates on lot # 0286309. Manufacturing ((B)(4)) will be notified of the observed issue. A review of the device history record was completed for batch # 0286309 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. As no samples were received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure based on the photos received complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. CAPA (B)(4) has been opened to address this issue.

Event description:
It was reported that the syringe 0.3 ml 30 ga 8 mm experienced hub separation from the device. The following information was provided by the initial reporter: according to the customer's report, when removing the shield, the needle with the shied was separated from the barrel.